Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was a cable fracture. The probe was not recognized; cable disconnection. This issue caused no surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. G2: foreign country - japan h3, h6: multiple fdd/annex a codes were reported. A040103 was coded for the cable fracture. A0709 was coded for probe was not recognized; cable disconnection. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the probe, lot number: 180116, was returned to the manufacturer for analysis. When connected to a known good system it was found that light emitting diode (led) #2 was not firing. Otherwise, the probe displayed a good geometry error with normal tracking. The reported event could be duplicated by medtronic personnel. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.